Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25 mm portico valve (B)(4) was chosen for implant using a flexnav delivery system (B)(4). The annulus perimeter was 70.3 mm. Due to moderate to severe calcification of the aortic valve, a predilatation was performed with a 20 mm non-abbott balloon. The portico valve was deployed at 3 mm of the annulus. At the moment of nose cone centralization while making the recovery maneuver of pulling back the non-abbott guidewire, there was interaction between the nose cone and the lower part of the valve. Different maneuvers were performed to try to untangle the nose cone and the valve, such as rotating the system, pushing and pulling the guidewire, but the nose cone and the valve were still entangled. While removing the delivery system, it was noted that the nose cone of the delivery system touched the valve and bent an area of the valve struts in the annular area, causing the valve to migrate into the ascending aorta. The decision was made to choose a second 25 mm portico valve (B)(4) and another flexnav delivery system (B)(4) for a valve-in-valve procedure. The second portico valve was successfully implanted at a depth of 4 mm, which achieved good hemodynamic results. The patient was reported to be recovering from the procedure.

Event description:
Subsequent to the previously filed report, additional information was received that there was sufficient calcium to allow anchoring of the device. The valve was never re-sheathed more than two times. The patient did not have an acute aortic angle or horizontal aorta. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of valve migration. The migrated valve did not block a coronary artery or arteries. The migrated valve was not snared or repositioned. A post-dilatation of the valve was not performed. The final mean gradient following implant was 15 mmhg. The patient did not have any clinical signs or symptoms during or after this event. No additional information was provided.

Manufacturer narrative:
An event of the valve migrating into the ascending aorta was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications.